Event description:
It was reported air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was in the patient with an unknown pigtail catheter through it. They were navigating into the laa when the physician noticed a significant amount of air on the echocadiogram in the left ventricle. It was unknown where the air came from because the devices were flushed well during preparation. The patient began to decompensate, she got bradycardic and her blood pressure dropped significantly. The physician had another sheath in to put a temporary pacemaker line in. The patient was then intubated and was given one amp of epinephrine. At that time, the patient became stable and the air dissipated. The physician injected contrast to the coronary but they were clear. Then the patient's blood pressure became very high after the epinephrine and got up to around 200/100. The physician was concerned about having that high of a blood pressure with it fully heparinized so the anesthesiologist attempted to get the blood pressure down. They successfully got the patient's blood pressure back down and was stabilized. Once the patient became stable they finished the procedure and ended up successfully implanting a 27mm watchman laa closure device. The patient remained intubated and went to get a head computed tomography (CT) scan because there was concern of a stroke or a brain bleed; however, it was negative. The patient did not have a stroke. A previous bleed was noted, but nothing new. The patient went to the intensive care unit (ICU) overnight where she remained stable. It was further reported that the pigtail was a bsc device. The air source was never confirmed. The anesthesiologist gave medication to lower the patient's blood pressure to normal. It was suspected that a clot from somewhere else went to the patient's brain, but it was not confirmed. The physician does not believe the air could have caused the infarct. The family decided to do palliative care and the patient passed away 1-2 days post procedure.

Manufacturer narrative:
Date of death is estimated since unknown. Type of reportable event updated from serious injury to death.

Event description:
It was reported air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was in the patient with an unknown pigtail catheter through it. They were navigating into the laa when the physician noticed a significant amount of air on the echocadiogram in the left ventricle. It was unknown where the air came from because the devices were flushed well during preparation. The patient began to decompensate, she got bradycardic and her blood pressure dropped significantly. The physician had another sheath in to put a temporary pacemaker line in. The patient was then intubated and was given one amp of epinephrine. At that time, the patient became stable and the air dissipated. The physician injected contrast to the coronary but they were clear. Then the patient's blood pressure became very high after the epinephrine and got up to around 200/100. The physician was concerned about having that high of a blood pressure with it fully heparinized so the anesthesiologist attempted to get the blood pressure down. They successfully got the patient's blood pressure back down and was stabilized. Once the patient became stable they finished the procedure and ended up successfully implanting a 27mm watchman laa closure device. The patient remained intubated and went to get a head computed tomography (CT) scan because there was concern of a stroke or a brain bleed; however, it was negative. The patient did not have a stroke. A previous bleed was noted, but nothing new. The patient went to the intensive care unit (ICU) overnight where she remained stable.